Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown reasons. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was surgically abandoned due to diaphragmatic stimulation.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown reasons. A new lead was successfully implanted. No additional adverse patient effects were reported.